Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s nurse reported via phone call that the insulin pump had pump error post-reset ram crc alarm and then shut of. Customer's blood glucose level was unknown. The device will not be returned for analysis.